Event description:
Caller reported that a cartridge was damaged, experiencing the issue twice over the last month. It was noted that the customer's blood glucose level exceeded 500 mg/dl, although the specific value was unknown and displayed as "high." To address the high blood glucose, the customer administered a correction bolus via the pump. The cartridge was not used for insulin delivery and was changed successfully, allowing the caller to resume insulin therapy.